Event description:
It was reported that the lead exhibited a sensing anomaly. R-wave amplitude dropped from 8 mv to 2.5 mv.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.